Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 28 mg/dl at the time of the incident. The customer was at 100 mg/dl at the time of the call. The customer was given food, juice, and glucose shots to treat. The customer experienced symptoms such as belligerence and falling. The customer was wearing the insulin pump during the incident. The customer had a button error on the pump that could not be cleared. Troubleshooting was not completed. The customer was at 217 mg/dl before going to bed, and they gave a 10 unit bolus. The insulin pump will not be returned for analysis.